Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low lact2 lactate gen.2 result for one patient sample that was not accompanied by a data flag. The initial result was 0.12 mmol/l and was reported outside of the laboratory. The repeat result was 5.59 mmol/l. There was no allegation of an adverse event. The reagent lot number was 263150 with an expiration date of 31-jul-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.